Event description:
A malfunction alarm occurred with the customer's pump, identified by fault ID 16-0x20e6, and it was reported that the malfunction code was not resettable. There was no reported adverse impact to the customer's blood glucose level. The customer declined to share an alternate method of insulin therapy.